Event description:
Pseudoaneurysm following angio-seal closure. Patient require surgical repair of pseudoaneurysm. Procedure findings: (1) right common iliac artery occlusion with multifocal mild stenosis through the indwelling right iliac artery stents. Occlusion resolved and stenosis improved post procedure. (2) severe focal stenosis left common iliac artery near the origin of the left internal iliac artery, significantly improved post procedure. (3) contrast extravasation from left common iliac artery after second stent placement and angioplasty, resolved after placing covered stent. Postoperative diagnosis: bilateral common and external iliac artery peripheral vascular disease. Complications: contrast extravasation from left common iliac artery, resolved after covered stent placement. Specimens: none. Estimated blood loss: 10 ml. Condition of patient: the patient was transferred in stable condition.